Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that device got shut down due to failure of the printed circuit board, and beep sound sounded. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit had an alarm sound generated and the front panel powered off. The issue occurred prior to use during device maintenance by the user facility. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.